Event description:
Patient called to report adverse reactions to 3 different left total knee replacements. Patient stated her first knee replacement was in 2009, and she has been in severe pain ever since that surgery. Patient stated in (B)(6) of 2010, the pain and swelling was so bad it led to the second total knee replacement surgery. With continued extreme pain, difficulty walking, swelling and problems sleeping, the patient said she received a third total knee replacement surgery in (B)(6) of 2013. Patient said the pain continues to get worse and she doesn't know what else to do. Patient said her doctor discovered she is highly allergic to nickel, and she is concerned she could be poisoned by the knee implanted in her. Patient said she went to the doctor in (B)(6) complaining of knee problems and pain and her doctor did a bone scan test, but told her it was probably a sprained ligament. Patient stated that her doctor called to report the findings of the bone scan test and it was discovered that her knee replacement was loose. Patient said the doctor told her she either needs a fourth knee replacement surgery or she needs to live with the pain. Patient is extremely frustrated with this situation and is suffering with a lot of pain. Patient is waiting on medical records and will call with more detailed information regarding her three knee replacements at a later date.